Manufacturer narrative:
This report is being filed on an international product, architect hbsag qualitative ii confirmatory, list 2g23, that has a similar product distributed in the us, hbsag confirmatory, list number 4p54. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier is (B)(6). Patient information: no further information was provided. Refer to related manufacturer report number 3008344661-2018-00057 for the device evaluation of the architect hbsag qualitative ii assay.

Event description:
The customer reported (B)(6) architect hbsag qualitative ii and hbsag qualitative ii confirmatory results. Sample ID (B)(6) generated a initial (B)(6). The sample was tested on the hbsag confirmatory assay and generated a (B)(6). The sample was retested the next day and the hbsag qualitative and confirmation results were (B)(6). The sample was also retested on an alternate method and generated a negative result. No impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity did not identify any adverse or non-statistical trends for the architect hbsag qualitative ii confirmatory assay. Normal complaint activity was identified for reagent lot 82143fn00. Investigation testing was performed for architect hbsag qualitative ii confirmatory reagent lot 82143fn00. Testing of panels which mimic patient samples was performed using a retained kit of lot 82143fn00. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues associated with false positive results. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hbsag qualitative ii confirmatory assay was identified.